Manufacturer narrative:
H10: the service engineer (se) reported that a "check vent: primary alarm failed" (power speaker fail, diagnostic code 1102) occurred at the repair center. It was also confirmed that the issue was noted in the event log. The se replaced the speaker (# 2), and the issue was resolved.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" error code. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported.